Event description:
It was reported that at 73,342 joules of use during a prostate procedure, the beam of the side-firing surgical fiber was observed to be coming ut the end of the fiber and to pulse. The procedure completed using a second surgical fiber. Pt outcome: "no injury to pt reported."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber beveled edge; the glass cap distal to fracture was found to be broken and detached. The fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt detritus on the metal cap was also observed. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber/cap conditions may also result in a forward-firing condition. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.